Manufacturer narrative:
The surgical pattie was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was a brown stain on the neuro surgical pattie bag. Scrub tech went to count patties and noticed and discovered a brown stain during set. There was a 15-minute delay in surgery as they had to break down the table and set up sterile field again. They got another pbds opened to the sterile field. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.